Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
Patient 1. The autopulse platform (sn (B)(4)) was used to resuscitate a (B)(6)-year-old male patient ((B)(6) lbs) in cardiac arrest. Per the reporter, the patient had a history of hypertension and diabetes. The cardiac arrest was not witnessed. The patient was in cardiac arrest for an unknown time. The manual CPR was not performed by the bystander as the patient was too heavy to move from the bed to the floor. The manual CPR was performed by the first responder for approximately 10 minutes before the emergency crew arrived. After establishing an airway, the platform was placed. The platform stopped after performing compressions for 3 seconds and displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The user lifted the lifeband and pressed the start button, however, the platform stopped again after 3 seconds and displayed (ua) 45 error message. The lifeband was removed and manual CPR was performed. After the AED reanalyzed the patient, the lifeband was placed on the platform again but the platform shutdown on the first compression. The crew immediately revert to manual CPR for 15 minutes. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced after consulting online medical direction with a physician. The cause of death is unknown. Per the reporter, the patient's death was not related to the autopulse platform. For patient 2, see MFR 3010617000-2022-00209, (B)(4).

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message was not confirmed during functional testing; however, was confirmed during archive data review. The root cause for the user advisory (ua) 45 error message was due to the driveshaft not being at the home position. Based on the archive, the user was able to clear the user advisory (ua) 45 error. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During visual inspection, there was no physical damage observed on the autopulse platform. A review of the archive data showed the platform stopped after performing compressions for 3 seconds and displayed a (ua) 45 error message on the customer's reported event date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the archive data review showed the occurrence of multiple fault code 42 (force overload tripped) error messages during the take-up. Further review of the archive noted the occurrence of the platform performed compression and then stop and display a (ua) 28 (loss of clutch connectivity) and fault code 29 (loss of brake connectivity) error message, unrelated to the reported complaint. The (ua) 28 and fault code 29 errors codes indicate that there was a loss of connectivity to the circuitry for the system clutch and brake. Also, the archive showed the presence of the (ua) 17 (max motor on time exceeded during active operation) error message, unrelated to the reported complaint. The (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification. Based on the max load sum, the take-up target, and the encoder take-up end values indicate the patient's chest is large in size and too stiff to compress. The autopulse platform passed the initial functional testing without any fault or error. The load cell characterization test was performed and the results confirmed that load cell module 2 exceeds normal parameters. The defective load cell was determined to be the potential root cause of fault code 42 observed in the archive. The defective load cell was likely attributed to mishandling such as a drop or a defective component and the load cell was replaced to remedy the fault code 42. To identify the potential root cause of the (ua) 28 and fault code 29 errors, the brake and the clutch cables from the drive train motor were verified and checked to be installed and seated securely to the power distribution board (pdb). Nevertheless, the pdb was replaced as a preventive precautionary measure to address the (ua) 28 and fault code 29 observed in the archive as the pdb may have had some intermittent defect that could not be directly identified during the functional testing. The error messages observed in the archive data were not reproduced during the functional testing. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The load cell characterization test indicated both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).